Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. On an unknown date, the patient was hospitalized for the event. Treatment for the event was not reported. On an unknown date, extraneal and physioneal therapies were discontinued, the pd catheter was removed, and the patient was placed on hemodialysis (hd). At the time of this report, the patient hd therapy was ongoing and the patient was not recovered from this peritonitis event. No additional information is available as the reporter declined to provide any further information.